Manufacturer narrative:
Date of event was approximated to 08/01/2021 as no event date was reported.

Event description:
It was reported that the patient ended up with sepsis. A flexima apdl drainage catheter was selected for use. During the procedure, the locking mechanism was turning to the lock position and not allowing for the drainage to occur. This led to patient ending up with sepsis. The complication occurred after the procedure. No further patient complications were reported.